Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/21/2019. Device evaluation summary: it was reported that a 60-year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. The deflation was noted when the device was being explanted on (B)(6) 2019. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm on the anterior aspect. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. The deflation was noted when the device was being explanted on (B)(6) 2019. Bilateral explantation without replacement was performed.